Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an infected abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. (Rlt281416j on the left side and plc231200j on the right side). After implanting all planned stent grafts, final angiography noted a bird-beak at the proximal end of trunk - ipsilateral leg endoprosthesis. The proximal sealing length looked to be short. Since no proximal type I endoleak was observed, no treatment was required to treat these issues. In addition, the angiography confirmed a type ii endoleak, which was also left to be monitored. The patient tolerated the procedure. On an unknown date, a follow-up exam confirmed an aneurysmal progression of the left common iliac artery due to preoperative infection. A distal type I endoleak on the left leg was observed. On (B)(6) 2024, a reintervention was performed. After embolizing the left internal iliac artery, an iliac extender endoprosthesis was implanted to extend the distal end of the left leg. The distal type I endoleak was resolved at the end of the procedure. The intraoperative angiography also confirmed the persisting type ii endoleak. The physician was concerned for the possibility of aneurysm enlargement due to the type ii endoleak that might lead to a an aneurysmorrhaphy procedure. As a preventive measure, an aortic extender endoprosthesis was added proximal to previously implanted trunk - ipsilateral leg endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.